Manufacturer narrative:
Date of event: exact date unknown, event occurred in (B)(6) 2021.

Event description:
It was reported that patient experienced pain at the pocket site. It was noted that ipg had migrated. The patient underwent a pocket revision procedure and was doing well postoperatively. Nothing was explanted.